Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor.

Event description:
It was reported that lv lead had positioning/fixation difficulty at implant. The lead was removed. No patient complications have been reported as a result of this event.